Manufacturer narrative:
D10. Concomitant product: 173016; 173016 endo stitch instrument; (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the total laparoscopic hysterectomy, the device was used for repair of vaginal cuff and the patient experienced post-operative vaginal cuff dehiscence. The surgical intervention was required to repair the vaginal cuff dehiscence, and the case was reported as completed with the repair performed after the fact.